Manufacturer narrative:
B3 date of event - reported as november 2014. D6a implant date - reported as (B)(6) 2014. Literature citation: schneider, b., nazarenus, d., & stollberger, c. (2019). A 79-year-old woman with atrial fibrillation and new onset of heart failure. Esc heart failure, 6(3), 570-574. Doi: 10.1002/ehf2.12435.

Event description:
Reported via journal article. It was reported that device leak and heart failure occurred. In (B)(6) 2014, a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. In (B)(6) 2014, the patient came in for an eight (8) month follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a large peri device leak. At that time the physician implanted a non-boston scientific (bsc) vascular plug to treat the leak that was present. In (B)(6) 2015, the patient had a tee procedure that showed that there was still an incomplete seal of the laa. A 4mm leak between the laa wall and the watchman closure device and non-bsc vascular plug was present. Imaging showed that there was a large mobile thrombus within the laa. The patient was given anticoagulation medication to treat the thrombus that was present. The patient was discharged fifteen (15) days later with heart failure medication. Over the next months, the patient was hospitalized four times because of heart failure and anemia necessitating transfusion of packed red cells and intravenous iron supplementation. Gastroscopy and colonoscopy showed no obvious bleeding source. Under a maximally tolerated dose of heart failure medication, the patient remained without bleeding or embolic events in nyha class ii heart failure during follow-up.